Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the wireless foot pedal connectivity is intermittent. Remote service engineer (rse) called and analyzed the system. Rse suggested onsite service. Customer refused onsite service from philips as the issue was no longer occurring. Since the quotation has been cancelled and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that azurion system wireless foot pedal connectivity is intermittent. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.